Event description:
It was reported that there were issues with the advanced simulator during training. The surgeon console (sc) would either have a black surgeon interactive display (sid touchscreen), or the screens swapped over so the sid screen would appear on the 4k screen and vice versa, and both screens stayed black. The sc was restarted three times in an attempt to resolve the issue, but the issue occurred every time it booted back up. The advanced simulator was turned on before the sc each time the sc was restarted. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.